Event description:
Customer reported the system would not produce an image during fluoro. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector. System operates as intended.